Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent unspecified alarms indicating that insulin delivery had been stopped. There was no reported impact to the customer¿s blood glucose. No additional information regarding the alarm was provided by the customer and the customer declined troubleshooting with tandem technical support.